Manufacturer narrative:
Investigation summary. One (1) photo was shared by the customer, where a tego is floating inside of glass of water, the sample is damage. One (1) used. List #d1000, tego¿ was returned for evaluation. As received, the inner seal was pulled off and the silicone was damage and torn. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of leaks is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record lot # review could not be conducted because no lot number(s) was/were identified. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently in process.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a tego¿ connector where the customer reported that the patients' treatment was complete, and they removed the arterial line from patient's lumen to initiate reinfusion and blood was noted to be leaking out of the tego. When the tego was removed, it was found to have silicone center dislodged and outside of yellow plastic encasement. Tego was changed per protocol. There was patient involvement; harm was not reported as a consequence of this event.